Event description:
It was reported that during an arthroscopy, the t2 implant of three (3) fast-fix 360 devices did not deploy. Surgery was completed using a smith and nephew backup device instead. The t1 implants were left secured in the patient. There was a surgical delay of less than 30 minutes. No further complications were reported, and the patient's current status is stable.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10 h3, h6: the reported devices were not received for evaluation. However, other devices were received. A visual inspection revealed they were each returned in original packaging with the batch number of the complaint on the labels. For the device one, the t1 was returned off the needle but attached to the suture, the t2 and suture were returned on the needle, and the actuator is in the pre-t2 position. For the device two the t1, t2, and suture were not returned, and the actuator is in the pre-t1/post-t2 position. For the device three the t1, t2, and suture were not returned, the actuator is in the pre-t1/post-t2 position, and the needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned devices and found the device one showed the actuator cycled the t2 off the needle, but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two showed the actuator cycled to the tip but became stuck at the tip; and device three cycles as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.